Event description:
On (B)(6) 2015, it was reported that an extravasation and swelling occurred while using a bd nexiva diffusics IV catheter. The only medical information that was reported at that time was that the patient had a consultation with a dermatologist, which was not a reportable event. On (B)(6) 2015, additional medical information was received. It was reported that the patient received a prescription for a topical steroid ointment.

Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record cannot be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).